Event description:
Two positive troponin ultra results were obtained from two different pt samples. Upon repeat, on another instrument, the troponin ultra results were negative for both samples. The results were not released from the laboratory. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to these discordant troponin ultra results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant results was the wash 1 reservoir was empty, which caused inadequate washing of the sample cuvettes. The system did not flag the operator when the wash 1 reservoir was empty. A field safety notification was issued with a mitigation for this issue.